Event description:
Reportedly, the instrument fired, but staples did not close properly. 50% of staples were un-deployed & deformed. The intercorperal stapoles did not provide hemostasis. Md transected the staple line and was oversewn. No adverse pt event to pt. Procedure: pneumonectomy.